Event description:
It was reported that the atrial lead dislodged. The lead was repositioned and is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Follow up # 2/supplemental report text- 12/13/2010: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The (510k) k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/03/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The pt experienced labored breathing when her implantable neurostimulator was turned on. A MFR's rep described a "panic type feeling" from the pt. The change in therapy occurred following the use of a bone growth stimulator on the pt's neck. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 4 message on their one touch ultra 2 meter. The patient mentioned that the alleged issue began on (B)(6) 2010 at around 2:40pm. Approximately 2- 5 minutes later the patient developed symptoms of feeling shaky and numbness in the mouth. The patient self-treated with food/ drink and did not seek any further medical attention or contact their physician for assistance. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The alleged issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the error 4 message, they were unable to test and developed symptoms suggestive of a serious injury.